Event description:
Device was implanted in 1995 for an aseptic osteonecrosis of the femoral head on the right side. Everthing went well until the patient dislocated in 2001, and twice in 2002. The device was revised in 2003. The patient's job requires that pt walks several kilometers a day.